Event description:
Procedure: inguinal hernia repair. Trocar broke, snapped in half. New device opened. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient. No other manufacturer's product was used. Reporter did not have further information. Additional information requested via email 1. How did it snap in half? 2. At what point in the surgery did the snapping in half occur? 3. Would it be possible to get pictures of the broken device?

Manufacturer narrative:
(B)(4).